Event description:
It was reported that the pump touch screen was cracked and touchscreen is unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.